Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer signing into the machine automatically redirected to the main screen, preventing proper login. A technical support specialist (tss) dialed into the device and checked for errors in the logs. The tss repaired the medication application, ran an update policy, and rebooted the station. A follow-up was conducted with customer to inform the troubleshooting steps and to request reporting of any further occurrences. The customer acknowledged the update and confirmed that logins were successful, although the issue had occurred randomly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower was not allow to signin. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.